Event description:
It was reported to boston scientific corporation on (B)(4) 2014 that a flexiva 200 tractip laser fiber was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2014. The aiming beam was checked prior to the procedure and was noted to be visible. Reportedly, the laser unit used was a 100 watt lumenis. According to the complainant, during the procedure, there was no aiming beam visible and no laser energy came out of the fiber. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
Evaluation findings of fiber broken within the connector. One flexiva 200 laser fiber was received for evaluation. Visual examination and examination under magnification of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was not visible exiting the distal tip. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.